Manufacturer narrative:
No testing could be performed as the reagent lot 50561li00 is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing records did not identify any occurrences that may have contributed or caused the customer's observation. This assay lot is performing acceptably. The abbott prism (B)(6) assay package insert and the abbott prism operations manual contain information to address the current customer issue. The abbott prism analyzer serial number (B)(4) service history was reviewed and did not identify any issues that may have caused or contributed to the current customer issue. The analyzer is performing acceptably. No testing could be performed as the reagent lot 30232li00 has expired. No customer returns were available for this investigation. Normal complaint activities were identified for lot number 30232li00. An update of the tracking and trending report review determined that there are no related adverse or non-statistical trends. A review was conducted for non-conformances and deviations associated with the affected reagent lot. This review resulted in no occurrences that could be linked to the complaint observation. The abbott prism (B)(6) assay package insert contains information to address the customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4).

Event description:
On 27 april 2016, abbott received notification that the (B)(4) notified their competent authority of an issue regarding alleged (B)(6) prism (B)(6) (lot 50561li00) results for a donor unit. This was a retrospective report submitted by (B)(4) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of 30.53/30.99/32.01. The sample was then sent to the (B)(4) for confirmatory testing where the sample generated negative results with the architect (B)(6) assay (0.87 s/co), the architect (B)(6) core ag assay and with the innotest (B)(6) assay (0.86 s/co). Immunoblot test results were (B)(6): c1+/-, c2+/- and ns4=1+. No blood products were distributed from this donor. (B)(4) pulled an archived sample from this same donor (B)(6). The sample was originally tested on (B)(6) 2014 and generated (B)(6) results with the prism (B)(6) assay (30232li00) and with the nat methodology. The sample was retested on the cobas platform on (B)(6) 2016 and generated a (B)(6) result of coi 30.91. Confirmatory testing was performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6) (c1 +/-, c2 1+, ns3 +/- and ns4 1+). Any blood products distributed from this donation were not specified. There is no information provided on the donor or any recipient of the blood product from this donation.